Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed motor error during a bolus attempt, as well as 3 no delivery alarms. The customer's husband stated that the no delivery alarm had been resolved by a complete infusion set change. A bent infusion set cannula was observed. Upon troubleshooting for high blood glucose, it was found that the insulin pump passed the high pressure test and was working as designed. The caller stated that the insulin pump alarmed motor error when the customer was trying to bolus for a high blood glucose reading, which was over 300 mg/dl. He did not recall any significant events leading to the alarm. The most recent blood glucose reading was 480 mg/dl. Advised replacement of the insulin pump. Nothing further reported.